Event description:
It was reported to globus that a patient had suffered broken rods at l5-s1. Revision surgery performed to remove both broken rods. Patient had good fusion, and no replacement rods were required. Revision surgery took place (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The implant was not returned for evaluation, as the patient kept the implants. It was reported the removal was unrelated to the broken rods. The patient was fully fused and fixated anterior. Per the surgeon, patient was experiencing pain unrelated to the broken rods, but rather the entire construct, as the patient was of thinner stature and physically active, exacerbating the discomfort. The posterior hardware was removed after confirming good fusion. The exact cause of the rod breakage cannot be determined.